Manufacturer narrative:
After further review of additional information received the following sections b4, b5, b6, b7, g3, g4, g7, h2 and h6 have been updated accordingly. In a review of the labeling it is noted that there are device specific risks of fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, and any of which may require a second surgical intervention or revision. Only qualified surgeons knowledgably in anatomy, biomechanics and reconstructive surgery should use these devices. The surgeon must be fully knowledgeable about all aspects of surgical technique and use the implants in accordance with the indications and contraindications. The surgeon must be fully knowledgeable about the surgical technique and trained according to the proper use of the system instrumentation and implants. It is noted that if robust fixation is not achieved the first time pinning the coracoid block to the bone, it is not advised to attempt repinning the block, creating additional holes in the bone. Once the computer-assisted portion of the surgery is complete, remove the tracker and coracoid block before implant insertion. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of patient coracoid bone fracture during surgery is most likely due to the surgical/use techniques. This device is used for treatment, not diagnosis. No information has been provided. Asked, not answered: a2, a3, a4, a5, a6, d4. Serial number. With out serial numbers unable to provide d4. Expiration date & h4. Corrected data: not a facility. No device evaluation pending.

Event description:
It was reported from the united kingdom that a patient experienced a coracoid fracture during a shoulder surgical procedure. The cause for this surgery is not reported. The fracture is indicated to have been repaired that took about 10 minutes with no effect on the patient, the method was not stated. The indication is that the "the coracoid fractured at the location where the tracker was attached. It may have been influenced by the fact it took two attempts to fix the tracker holder (and therefore making 4 screw holes)". The surgeon also was reported to have rested some retractors against the tracker holder when trying to engage the glenosphere; this action may have caused some lever effect onto the attachment, causing the fracture. The navigation had been completed at the time of the fracture. There is no indication or complaint that the devices malfunctioned. Information was requested, no additional information has been received. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00161.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Patient experienced a coracoid fracture.